Manufacturer narrative:
The device was returned to zoll medical corporation; upon visual evaluation of the device it was discovered that several components were physically damaged. The observed damage is typical of device abuse. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device was not responding to the front panel controls. Complainant did not indicate that there was any patient involvement in the reported malfunction.